Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set pulled apart by patient could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the patient was able to pull the t extension set apart at the junction of the tubing and t access port. There was no report of patient harm or of medical intervention required. Customer stated that no additional patient or event details are available.